Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient developed a stoma site inflammation. On (B)(6) 2018 a stoma swipe microbiological analysis was performed : staphylococcus aureus was identified. The patient was treated with flucloxacillin 500 mg / 3 time/day/ per oral. Patient was cured. On (B)(6) 2018 the patient had a peg/j tube replacement.